Manufacturer narrative:
The patient samples were not available for investigation. For the differences in the values generated with the different analyzers, assays from different vendors can generate different values. This relates to the overall setups of the assays, the antibodies used and, differences in reference materials/methods, and the standardization methodology used. From the information provided, a general reagent issue can most likely be excluded. The investigation did not identify a product problem.

Event description:
The initial reporter received questionable elecsys ft4 iii assay, elecsys ft3 iii and elecsys ft3 iii ver. 2 results for 2 patient samples tested on the customer's cobas e 411 module with serial number (B)(4) and the investigation site's cobas e 411 module with serial number (B)(4). This medwatch is for the ft3 iii v2 assay. Refer to medwatch with patient identifier (B)(6) for the ft4 iii assay and medwatch with patient identifier (B)(6) for the ft3 iii assay the initial results were not reported outside of the laboratory. The clinic requested a rerun at the investigation site due to an imbalance of the thyroid test results. The samples were also sent to an outsourced laboratory. Refer to the attachment in the medwatch for the highlighted questionable results. The ft3 iii v2 reagent lot number used at the investigation site's e 411 is 567499 with an expiration date of 30-nov-2022.